Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-00785. It was reported that balloon rupture occurred. The target lesion was located in the right coronary artery. A 2.50mmx12mm and 2.50mm x 15mm balloon emerge¿ catheter were advanced for dilation. However, both balloon catheters ruptured without reaching the burst pressure. The procedure was completed with a non-bsc device. No patient complications were reported.